Event description:
It was reported that the lotus edge delivery system was stuck on the guidewire. The native aortic annulus was 24.1mm in diameter with mild calcification. Pre balloon aortic valvuloplasty was performed with a 20mm balloon. A 25mm lotus edge valve (lot 11877182) was advanced for implantation. The lotus edge valve displayed asymmetrical unsheathing. Two partial resheaths were done in an attempt to remedy. The lotus edge valve was then repositioned lower, however, the valve did not expand correctly and it was removed. A second lotus edge valve (lot 24296471) was advanced and was noted to be stuck on the guidewire. It was removed and a non bsc valve was implanted. The patient condition was stable following the procedure.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received.

Event description:
It was reported that the lotus edge delivery system was stuck on the guidewire. The native aortic annulus was 24.1mm in diameter with mild calcification. Pre balloon aortic valvuloplasty was performed with a 20mm balloon. A 25mm lotus edge valve (lot 24248075) was advanced for implantation. The lotus edge valve displayed asymmetrical unsheathing. Two partial resheaths were done in an attempt to remedy. The lotus edge valve was then repositioned lower, however, the valve did not expand correctly and it was removed. A second lotus edge valve (lot 24296471) was advanced and was noted to be stuck on the guidewire. It was removed and a non bsc valve was implanted. The patient condition was stable following the procedure. It was further reported that the lotus edge valve was advanced as far as the ascending aorta when it became stuck on the safari2 guidewire. The lotus edge valve and safari2 guidewire were removed together.